Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique prior to an endoprosthesis implant procedure. The sutures of two prostyle devices were successfully pre-placed and used to achieve hemostasis after the endoprosthesis implant procedure was completed with a 16f sheath. Reportedly, almost 2 years later, the patient presented with acute ischemia. The patient was directly admitted to surgery. A huge calcification plaque was noted, in which the foot of a prostyle device was found (the one used 2 years ago to close after the endoprosthesis implant). The plaque and the prostyle foot were removed during the surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that interaction with the calcification at the access site contributed to the reported foot separation. The reported patient effect of ischemia is a known inherent risk of the procedure. The patient effect of ischemia is listed in the prostyle instructions for use as potential adverse event associated with use of vessel closure devices. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: date estimated d4: a partial UDI was provided as the lot number is not known.